Manufacturer narrative:
(B)(4). A boston scientific technical services consultant discussed the clinical observations with the caller and testing and programming options. The caller could not confirm if an x-ray was performed or if further testing was completed. They programmed sensing to bipolar configuration and pacing to unipolar configuration. No other adverse events have been reported. This product issue will be re-evaluated if additional details are received.

Event description:
Boston scientific received information that this system was exhibiting impedance measurements greater than 2000 ohms on the right ventricular (rv) channel and the lead safety switch (lss) had been triggered. Additionally, rv noise was observed for the first time. No adverse patient effects were reported.

Manufacturer narrative:
The device was subsequently returned following the death of this patient for unspecified reasons. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.